Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injection with 0.4 ml juvéderm® volift¿ in the marionettes. The following month, patient started to feel a small nodule (pea size) on the right side at the injection site. Nodule described as cold and non-inflammatory with medium firmness. Patient provided hyaluronidase, kenalog and benadryl 4 days after symptom onset. An additional hyaluronidase treatment was provided the following day. 2 weeks later, another round of hyaluronidase was given. Patient "went to italy for 10 days. When [patient] came back, still having little nodule marionette (right), 1 ml (150 iu) added." Symptoms have not resolved.